Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter),analysis of the device memory indicated the right ventricular lead integrity alert.

Event description:
It was reported that the patient presented to the emergency room after a lead integrity alert (lia) triggered on the right ventricular (rv) lead. There was t-wave oversensing (twos), noise on near field and far field channels, and short v-v intervals. Troubleshooting did not alleviate the lead integrity warning and the patient was referred to the cardiologist. The lead was reprogrammed to bipolar and sensitivity was adjusted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.